Event description:
It was reported that the pt was in dialysis treatment, and had an occluded fistula in the arm. The balloon was being used to perform an angioplasty in a fistula, applying very high pressure to open the lesion. The balloon was inflated five times up to a pressure of 22 atm (contrary to IFU). The balloon ruptured and a portion of the balloon was left inside the pt. A snare was then used to remove the lost piece.